Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device am2751 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you confirm that a suture unit frayed and a suture broke during this lipoma resection procedure? Yes affirmative. How many frayed sutures during use in this single procedure? Initially 1. How many sutures were broken in this single procedure? In total there were 10 units how was the case completed? - another lot was used. Device return status - does not apply as the product was discarded. Note: event related to suture fray and suture broke reported via mw 2210968-2020-01492; additional suture breakage events reported via mw 2210968-2020-01491, 2210968-2020-02423, 2210968-2020-02424, 2210968-2020-02426, 2210968-2020-02427, 2210968-2020-02428, 2210968-2020-02429, 2210968-2020-02430.

Event description:
It was reported that the patient underwent resection of lipoma procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was breaking at the time of lipoma resection. A device from another lot was used to complete the procedure. There were no adverse patient consequences reported.